Manufacturer narrative:
Analysis summary: mechanical and electrical test were performed. As received, the unit was operating in the ddd mode at a apcing rate of 60.0 ppm. The analysis showed that this pulse generator is working properly and is within all electrical and mechanical spec for a unit at this stage post implant.

Event description:
The reporter indicated that inexplicable pauses were observed in pacing. Thresholds are excellent. A ventricular lead problem is suspected. The reporter also stated that no surgeries or defibrillation has occurred.